Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.

Manufacturer narrative:
(B)(4): the meter and test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: meter- 4/15/2013, test strips- 4/15/2013 a DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Event description:
On (B)(6) 2013, the lay user/reporter contacted lifescan (lfs) alleging her son's onetouch ping meter was reading inaccurately high compared to the same meter. The complaint was classified based on the customer care advocate (cca) documentation as well as additional information. The reporter stated about 1 week prior to contacting lfs in the evening, the alleged issue first occurred. The reporter alleged obtaining readings of "275 and 70mg/dl" on the lfs meter. The reporter stated the patient uses insulin pump therapy to manage his diabetes. The reporter stated in response to the alleged readings, the patient's mother administered too much insulin. The reporter stated the patient developed symptoms of feeling "lethargic." The reporter stated a reading of "36mg/dl" was obtained on another meter on (B)(6) 2013, at 11:30am. The reporter stated the patient was treated with candy. During the time of troubleshooting the cca determined she was using an approved sample site to obtain the samples and the subject meter was in the correct unit of measurement at the time of testing. The reporter stated the patient's testing process was correct and test strip vials were in good condition. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the reporter claims, due to the alleged issue, she administered too much insulin which caused the patient to have a severely low blood glucose and required treatment to prevent injury.